Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had an MRI on (B)(6) 2015 which was not related to their implantable neurostimulator (ins) therapy and when they came out of the test "this thing went haywire". The patient was told how to program the device to get it on so they could have the MRI. They did get the device into the MRI mode and during the procedure it was fine. The patient stated that "it is on a lot, then it is not. It goes down then comes on" follow up is being conducted for clarification). It was also noted that when the patient lied down the stimulation "goes extremely high" and "would deflate and then come back on "throbbing like hell". The patient stated that the stimulation felt really strong. The symptoms described were noted as a sudden change. When the patient tried to use the programmer unit "it was not reading right". They then were able to connect programmer to the ins where it showed that they were at 0.50 volts. The programmer seemed to be working and that issue was resolved. However, the patient felt no stimulation and it was determined that the ins was off (no lightning bolt on programmer). When the patient pressed the therapy button on the programmer they observed a circle with a line in the left hand corner and below that a "circle going to the unit. No further troubleshooting was able to be performed as the patient was driving on the road and could not hear well. The indication for use for the patient's device was spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information and for clarification of some of the event verbatim. If additional information is received, a follow-up report will be sent.